Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had missing/stuck pixels and horizontal red line. Customer's blood glucose was 148 mg/dl. Reportedly, issue had partially resolved itself and customer continued to use current pump for insulin therapy.